Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer stated that she was trying to treat with a bolus when the device became stuck on one screen prior to alarming. She stated that she took the battery out and reinserted it, but now the insulin pump was stuck on the time set screen. The customer's blood glucose was 59 mg/dl. She noted that she had worn the device in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.